Manufacturer narrative:
This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported tpn leaked from a crack in the accuslide during an infusion. Tpn was started at 5pm and the leak was identified sometime after midnight. The set was replaced and the infusion restarted without incident. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.